Event description:
It was reported the customer experienced high blood glucose levels. Customer noticed air bubbles coming from the cartridge and throughout tubing. Customer has been adjusting pump settings herself without consulting her healthcare professional.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.